Event description:
Customer reported the test did not start after blood sample was applied to the test strip which was inserted into her freestyle flash blood glucose meter. She also noted the test strips appeared to have wrinkles on them. She further reported she went into dka four times since april and was recently discharged from a hospital in 2009, after spending five days there. Customer reported experiencing vomiting and headaches. Paramedics were called and they transported her to the hospital where she was diagnosed with severe hyperglycemia. Blood glucose at the hospital was "over 600 mg/dl". Customer was given intravenous insulin and a spinal tap. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.